Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose had been high. Her blood glucose went up to 400 mg/dl. The patient treated via manual insulin injection. The patient experienced sweating and she did not feel well. The insulin pump was inspected. The drive support cap appeared normal. The customer looked at her infusion set and noticed that there was insulin near her site; there was a leak. No products were returned or replaced.